Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The customer-reported system check failure was confirmed via review of the patient data file. A timeline of the events for the driver was reviewed (based on maintenance connection [syncardia driver tracking database], the device history record and the driver's patient data file) and determined that key switch was most likely inadvertently turned to "on" position during the transport of the driver possibly due to rough handling of the shipment. This prompted the driver to run on its only power source (the internal emergency battery) which has a run time of approximately ten minutes. After the emergency battery is depleted the driver shuts down due to complete power loss and the main buzzer, powered by a 9v battery, sounds until the driver is either connected to external power or depletion of the 9v battery. Despite confirming the customer experience, there was no device malfunction as each component operated as intended. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system check.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system check.